Event description:
Caller reported a malfunction on the pump during a routine cartridge change. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.